Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to remove a tactra malleable penile prosthesis due to bowing. Per the patient, over time the device would not straighten out rendering it unusable as it did not maintain rigidity. The tactra device was removed and the patient was implanted with a new inflatable penile prosthesis (ipp). No patient complications were reported.